Event description:
It was reported that during a da vinci s prostatectomy procedure the monopolar curved scissors instrument stopped working. The instrument was removed and the surgical nurse noticed that one of the instrument tips was missing. The missing tip was found inside of the patient and retrieved. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left scissor blade was broken off of the instrument. The blade had fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fracture plane of the blade is nearly straight. The detached blade was returned with the instrument. No other damage was found.